Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. No patient demographic information was provided. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na) and chloride (cl) on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Refer to case-(B)(4) which addresses the erroneous results generated on (B)(6) 2019 and case-(B)(4) which addresses the erroneous results generated on (B)(6) 2019.